Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens+ (lal+, sn: (B)(6), +17.0d). A vitrectomy was performed and the lal+ was successfully implanted in the sulcus with reverse optic capture.